Event description:
The distributor contacted heartsine to report that their device is not providing voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was issuing no speech prompts. This was attributed to a failure of the y4 crystal, which provides the clock signal required to synchronize the speech chip¿s operations. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device is not providing voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly. This could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.